Manufacturer narrative:
(B)(4). The device was returned to edwards for evaluation. Device evaluation is anticipated but has yet begun. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause of the event cannot be determined; however, patient factors may have contributed to the event. A supplemental MDR will be submitted once new information is received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 23 mm aortic pericardial valve, implanted approximately five (5) years, three (3) months, was explanted due to aortic regurgitation. This device was originally implanted for aortic valve replacement to correct aortic stenosis. This device was explanted and replaced with a 23 mm aortic valve with no adverse patient effects reported as a result of the valve. At explant, vegetation likely due to thrombus was observed on the inflow aspect of this valve. After explant, it was confirmed that the blood culture results were negative regarding an infection. The patient status was reported as ¿recovering¿ in a general ward at the hospital.

Manufacturer narrative:
Device was returned and evaluated. The valve is intact as received with one of the leaflets stays in a partially opened position. There is extensive host fibrous (pannus) tissue growth on the inflow surface of the bioprosthetic leaflets. There is mild to moderate pannus tissue growth on the outflow side of valve. There are fibrin-like thrombotic materials or vegetation on the outflow side of leaflets 1 and 3 near commissure 1 as well as on the inflow side at commissure 1. X-ray radiograph shows that there are several small calcification nodules on each of the leaflets which appears to be co-localized with host tissue. These findings suggest that the host tissue overgrowth is the primary cause for the reported malfunction of valve. Host fibrous tissue (pannus) growth is considered a part of the local host response to the initial tissue injury during surgery as well as subsequent ongoing host response to the implanted device. The process usually resulted from acute and chronic inflammation triggered by trauma, a foreign body reaction, infection, or other immune responses to the implant. As such, it is extremely difficult to predict the occurrence and severity of pannus overgrowth, and the resultant pannus deposition is highly variable among patients. Vegetation on the bioprosthetic valve is usually associated with endocarditis. It was reported that the blood culture results were negative regarding an infection at the time of the valve was explanted. With limited patient information, the root cause for the vegetation observed on this particular valve could not be determined at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the explanted device was returned to edwards for analysis. As received, x-ray demonstrated minimal calcification on three (3) leaflets. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice on all three (3) leaflets at the inflow and outflow aspects. Host tissue on the stent circumference was minimal at both inflow and outflow aspects. As received, leaflet 1 remained in the opened position. Free margin of leaflet 1 near commissure 1 and cusp area of leaflet 3 near commissure 1 were thickened and swollen. The clinical report of regurgitation could not be confirmed through visual observations of the returned device. However, the report of vegetation was confirmed due to host tissue. In this case, host tissue restricted leaflet mobility and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Although patient factors are believed to play a crucial role, abnormal or severe pannus growth can eventually affect the function of the valve. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.